Event description:
It was reported that this left ventricular (lv) lead had dislodged and exhibited high pacing thresholds. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.